Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler sureform 45 instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of tears/torn instrument wrist cover to be related to the customer reported complaint. The instrument was found to have the wrist cover torn at the distal end. Piece of the wrist cover measuring at approximately 8.50 mm x 8.50 mm was found missing and not returned with the stapler.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sealing of the stapler sure -form 45 has failed, the joint of the stapler got broken and that a possible fragment of the broken joint fell inside the patient. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.